Event description:
A (B)(6) male with left hip osteoarthritis admitted on (b)(6 2017 and underwent left total hip arthroplasty, during the procedure, the head impactor cracked into three pieces during use. All pieces identified with no harm to the pt. Returned to zimmer rep on (B)(6) 2017.